Event description:
It was reported by the patient that the power cord to the remote monitor was not working as the "prong for the power cord was loose." The monitor was replaced. No patient complications were reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.